Event description:
Information received by medtronic indicated that the insulin pump had crack on the battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Retainer ring = black, on (B)(6) 2021 customer noticed a crack on her pump. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case on the battery tube side, cracked keypad overlay, scratched case. Unit was received with a critical pump error (open book image) alarm. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error (open book image) alarm. Attempt to download using crest was successful; however, attempt to upload using thus was unsuccessful. The trace downloader program was unable to boot up, and the unit booted up to a blank screen with the red notification led flashing and the vibrator vibrating instead. A second attempt to download a test file and then upload the bootloader traces was successful. Three consecutive occurrences of the error code = 0x00000044 appear in the bootloader traces. The case was cut open. After visual inspection, there is heavy corrosion just about everywhere inside the pump including the force sensor connector and cable. The force sensor zero offset measured out of spec = 1.854 v. In summary, the customer's report of a crack was confirmed during visual inspection. The critical pump error (open book image) alarm, the inability to completely upload all files, and the three consecutive occurrences of the error code = 0x00000044 are all due to the widespread moisture damage.